Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced stimulation in his arm, but his arm was not the target area for stimulation. Reprogramming efforts were unsuccessful. As a result, the patient underwent a lead revision where the 3228 penta lead was replaced with a new 3228 penta lead. Effective therapy has not been restored post-op. Patient is awaiting further plan of action. Also see related MFR. Report#:1627487-2017-07116